Manufacturer narrative:
Another contact info:(B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that prior to use ,the cardiosave intra aortic ballon pump(iabp) had malfunctioned. The customer reported that one of the batteries is dead. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, medical device ¿ problem code), h11 a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he found both battery completely discharge. Customer reported one battery was not charging. The unit was connected to ac supply after connected to ac unit power on and operate normally charging system evaluated and confirmed that the unit charge battery sequentially one battery at the time as designed. Fse notified customer of correct process per manufacturer requirements and completed product inspection per customer/manufacturer requirements. The repair was completed successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) has a battery charging issue (the customer reported that one of the batteries is dead). There was no patient involvement and no patient harm reported